Event description:
It was reported that several hours post-operative on laparoscopic procedure, patient had less than 1000ml bleeding and was brought back to operating room for an additional surgery and massive transfusion protocol (mtp) to control and stop the bleeding. The exact bleeding location was unsure. The surgeon noted that the device was ¿not sealing like it used to¿ and was ¿not working as well as it used to¿ as the device had end tone and energy delivery was observed during the initial procedure.

Manufacturer narrative:
D10 concomitant products: vlft10gen, vlft10gen ft series energy platformx1 (serial#: (B)(6). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.